Event description:
A customer reported to baxter corporate product surveillance a clearlink extension set with a control-a flo regulator in which a leak occurred from the regulator dial on the extension set. According to the report, the regulators are coming apart when pushing propofol. The reported indicated that it is possible that the user is not clamping off the device properly before pushing the medication. The reporter clarified that the users need to push large amounts of medication during procedures, and therefore might not always clamp correctly. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The reported issue (leaking due to a cracked component) was confirmed. A review of all batch record documents was performed with no issues or deviations noted during the manufacturing process.